Manufacturer narrative:
Section d4: additional information section h4: additional information section h6: correction - patient codes for fever and muscle weakness omitted from previous report section h6: additional information (method, results, and conclusions codes) manufacturer¿s investigation conclusion: a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the patient's weakness could not be conclusively determined through this evaluation. The account reported that the patient experienced weakness, a fever, and leukocytosis on(B)(6)2020 . The patient was started on antibiotics. A respiratory viral panel and covid-19 screening came back negative. The patient had blood cultures which were negative on (B)(6)2020 . The patient¿s driveline site appeared clean and dry. The patient¿s fever resolved, and their white blood cell count returned to normal. The patient was discharged to acute rehab on (B)(6)2020 . The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU and patient handbook contain information about caring for the driveline and preventing infection. The heartmate 3 lvas IFU is currently available. Infection is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Heartmate 3 lvas patient handbook is also currently available. This handbook contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department with weakness. Physical exam positive for weakness in lower extremities. Fever, leukocytosis and generalized weakness were noted. Concern for driveline infection. Respiratory viral panel and coronavirus screen was negative. Blood cultures and urinalysis were pending. Chest x-rays were unremarkable. Driveline site appeared clean and dry and intact. Loading dose of vancomycin and a gram of ceftriaxone given in the emergency department. Zosyn will be administered later. Blood cultures came back negative twice, antibiotics were discontinued as patient did not have any further episodes of fever and white blood count trended to normal. Episodes of weakness have occurred multiple times over the past few months. He was admitted 2 weeks ago with generalized weakness and status post fall. At that time rehabilitation was recommended but given the coronavirus pandemic, the family refused. Arrangements have been made and patient and family are agreeable this time, to be discharged to acute rehab on (B)(6) 2020. The patient was discharged to a rehab for strengthening.